Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) has the plug stuck in the in the tamper straw at deployment. The plug is expanding and getting caught in the straw splitting the plastic straw and leaving the plug behind. There was no reported patient injury. The devices are being stored in a cool, dry place out of direct light in all the labs and storage areas. Additional information was requested but not available. The device is available for evaluation.

Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device (vcd) has the plug stuck in the in the tamper straw at deployment. The plug is expanding and getting caught in the straw splitting the plastic straw and leaving the plug behind. There was no reported patient injury. The devices are being stored in a cool, dry place out of direct light in all the labs and storage areas. Additional information was requested but not available. The device is available for evaluation. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock in the open position. The syringe was returned along with the cordis procedure sheath. The advancer tube was returned in its manufactured position, as received. However, the sealant was observed exposed in the distal portion of the catheter, still attached to the unit. Handling or procedural factors could affect the state of the device when it was sent back to the cordis laboratory site; nevertheless, the condition of the returned device likely indicates that the device deployment mechanism was partially activated. No visual damages or anomalies were observed. Per functional analysis, the sealant deployment mechanism was tested to verify the correct configuration of the device as received. The results obtained show that no problems in the device¿s deployment mechanism could be confirmed, as this could be actioned as expected by advancing the advancer tube and concluding the sealant detachment. The reported event of ¿sealant-sealant stuck to device components¿ was confirmed through analysis of the returned device due to the adhered sealant found on the distal portion of the catheter. However, the exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the limited information available for review, it is difficult to determine what factors may have contributed to the sealant becoming stuck in the tamper straw at the time of deployment. However, it is possible that the issue experienced by the customer could have been due to the sealant swelling up prematurely, which can cause issues during deployment. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to the sealant sticking to the device/advancer tube. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analysis, nor the information available for review suggest that the reported issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.